Event description:
A customer reported a malfunction on their pump, which displayed a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted them with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappeared.